Manufacturer narrative:
Upon first evaluation of the suspect device in comparison with technician's service device found no difference. However, further investigation revealed the device arcs through the bipolar port intermittently due to a defect component on a pcb and was difficult to detect/duplicate. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 4 complaints, regarding 4 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: cautions: use only accessories that comply with the relevant regulatory standards for your location and meet the requirement (sections of the IFU listed for reference). Use of other accessories may result in increased emissions or decreased immunity of the esu. Reusable accessory cables should be periodically function and safety tested in accordance with the original manufacturer's instructions. Confirm all accessories are properly connected to the appropriate receptacles before powering the esu. A failure in the esu could cause an unintended increase in output power. Verify that the esu is functioning correctly prior to use. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that 60-8005-001, system 5000, english panel, 120 v, device had arcing while using a non-conmed handpiece. The user facility stated, "while using bipolar unit it was arcing. Md at the time thought it was unsafe and could not control bleeding during his neuro case." This issue occurred during an anterior cervical discectomy and fusion on (B)(6) 2018. The event caused a 2-hour delay in the procedure due to not having another generator available upon request. Another generator had to be brought from another facility to complete the procedure. The user facility reported that injury occurred due to "unit work working correctly the md had the patient moved to hospital for observation. He was concerned with post-op bleeding". The patient had extended hospitalization of 1 and ½ days. Surgical intervention consisted of hemo-clips, hemovac being used, use of surgicel, proseal, dermaseal, extra thrombin, and surgifoam. The patient has been discharged from the hospital with no other noted complications. This report is being raised on the basis of injury.